Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they spliced the vessel using the vasoview 7 xb and the saphenous vein was burned. They transected out the burned area and reconnected the vein. The patient is doing fine and it was reported that only the vessel was burned. The same device was used to complete the procedure. The chief pa noted that it was operator error.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record could not be performed as the product lot number is unknown. (B)(4).